Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the polyurethane layer of the modular cable was completely porous, with small micro-cracks visible. This could potentially have allowed liquids such as water to penetrate during showering; therefore the modular cable was replaced. The patient tolerated the replacement well. No severe adverse events occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed cracking to the outer jacket. Discoloration of the outer jacket as well as the inline connector bend relief was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable was returned in used condition. Upon examination, a gray and yellow discoloration was observed on the outer polyurethane jacket. Additionally, a yellow discoloration was observed on the inline connector bend relief. The outer jacket material appeared to be porous with small cracks observed approximately 11" ¿ 21¿ from the controller connector. No visible tears or cuts were observed, and the underlying armor layer did not appear to be visible at any location. The underlying armor layer was exposed at this location but appeared to remain intact. The controller and inline connector pins appeared unremarkable. It was reported that the patient tolerated the replacement well, and no severe adverse events occurred. The relevant sections of the device history records for modular cable, lot number 8933876 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, rev. B, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.